Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. Husband is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 224, 254 and 505 mg/dl. The customer's expected fasting blood glucose test result range is 90 - 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. The test strip lot manufacturer's expiration date is 01/31/2018 and open vial date is month of october 2016. The customer takes amaryl to manage her diabetes; she had been taking 2 mg and now is taking 4 mg. The customer tests only test once a day (fasting). The meter memory was reviewed for previous test result history: (B)(6). Memory concerns:the customer is concerned with the 5 results provided in the meters memory mr. (B)(6) stated if his wife sugar was over 500mg/dl she would have had symptoms and she did not have any.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. Husband is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 224, 254 and 505 mg/dl. The customer's expected fasting blood glucose test result range is 90 - 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. The test strip lot manufacturer's expiration date is 01/31/2018 and open vial date is month of (B)(6) 2016. The customer takes amaryl to manage her diabetes; she had been taking 2 mg and now is taking 4 mg. The customer tests only test once a day (fasting). The meter memory was reviewed for previous test result history: (B)(6). Memory concerns:the customer is concerned with the 5 results provided in the meters memory mr. (B)(6) stated if his wife sugar was over 500mg/dl she would have had symptoms and she did not have any.